Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak approximately 7 minutes after start of treatment. Upon follow-up, the rn stated the blood leak was reported to be internal. Blood was confirmed to be visually observed within the dialyzer fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was immediately halted. The patient¿s blood was not returned and the estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.